Event description:
It was reported that "sensor error" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, around 07:00am, the patient was painting when they were alerted by the dexcom device that they had a sensor error. The patient did not have a blood glucose meter and was unable to take fingersticks. Around noon, the patient experienced dizziness, shaking hands and almost lost consciousness. At one point during the event the cgm would have alerted for a cgm reading of 2.2 mmol/l, but after the patient experienced the sensor error again and was unable to manage the hypoglycemic event due to this. The patient called an ambulance and when the paramedics took a fingerstick, the blood glucose reading was 1.0 mmol/l. The patient was treated with a baqsimi nasal spray. The patient recovered after treatment, and did not go to the hospital. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of "sensor error". The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.